Event description:
Esophageal tear noted after percutaneous endoscopic gastrostomy tube replaced, using mic safety peg kit 24fr pull. After device was pulled through the esophagus during placement, the provider noticed 1 superficial, distal esophageal tear. The injury was not actively bleeding and there were no signs of perforation. Manufacturer notified.